Manufacturer narrative:
(B)(4).

Event description:
It was reported three weeks after implant of the internal neurostimulator (ins), the patient had a burning sensation in the rectal area. There were three attempts to reprogram and there was no help for this problem. The pain increased to a point where she was bed ridden. Patient outcome was unknown. If additional information is received, a follow up report will be sent.